Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 340 mg/dl; the cause was unknown. Customer attempted to bring bg level down by delivering a manual bolus, and attempted to deliver correct boluses. The customer went to the emergency room (ER) where electrolytes were administered as the customer was vomiting, as well as to address the elevated bg. The customer was subsequently hospitalized where an intravenous drip, potassium, magnesium, and an insulin drip were administered to address the elevated bg. The customer left the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.